Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to the need for MRI. It is unknown if there are plans to reimplant the patient as of the date of this report.